Event description:
During initial testing at the manufacturer facility, the display did not show increment the volume being delivered. There were no reports of any adverse patient events while the device was in clinical use.note: the device was received from the customer with a report of an inability of the pump to prime. There was no patient involvement.